Manufacturer narrative:
All available information was investigated, and the reported unintended movement associated with clip open during establishing final arm angel (efaa) was unable to confirm via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the available information, a cause for the reported unintended movement associated with clip open during efaa cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while establishing the final arm angle (efaa). It was reported that this was a mitraclip procedure to treat grade 4+ functional mitral regurgitation (mr) with feathered leaflets. It was noted the patient had ischemic cardiomyopathy, hypertension and heart failure. An xtw clip was inserted and the leaflets were grasped. However, while performing establishing final arm angle (efaa), the clip opened approximately 30 degrees. This occurred multiple times, therefore, the clip was removed and replaced. Two clips were implanted, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.